Manufacturer narrative:
Pump received button error alarm and intermittent button response due to corroded keypad traces. Unit received cracked case display window corner. Unit received with cracked battery tube threads unit received with cracked belt clip slot. Pump received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 103 mg/dl. Troubleshooting was performed. The device was returned for analysis.